Event description:
Customer reported that a pumping segment ballooned while in the pump. Lactated ringer's was infusing. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: april 25, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of the customer's report was not identified.